Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to enter MRI mode, upon further investigation, system diagnostics recorded impedances on the lead. The patient still has therapy. Additional information was received that during pre-op both leads had high impedances. Surgical intervention took place where the system was explanted to address the issue.